Event description:
Csi was notified via medwatch (B)(4) that the patient did not undergo surgery as was initially reported. The detached guide wire fragment remained in the patient and no additional adverse consequences have been reported.

Manufacturer narrative:
Although the reported guide wire was initially retained by the hospital facility, it was released to csi and an analysis was performed. The guide wire was confirmed to be fractured upon receipt. No biological material was observed on the wire core shaft. Scanning electron microscopy was performed and concluded that the guide wire fractured due to excessive rotational damage. This is consistent with the torsional damage observed when the oad driveshaft is spun into the guide wire tip, resulting in a fracture. The instructions for use for the coronary orbital atherectomy system state: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire detached inside the patient. The target lesion was 90% stenosed and located in the right coronary artery. A temporary pacemaker was utilized during the procedure. Prior to inserting the oad, the guide wire was inadvertently removed. The same guide wire was used to re-wire the lesion, and the oad was inserted. The lesion was treated with the oad using three passes on low speed. The oad was removed and balloon angioplasty was performed. When attempting to insert a stent, the tip of the guide wire was noted to have detached. The wire fragment was unable to be snared and was removed surgically.